Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device was returned for evaluation. A follow-up report will be provided once the investigation is completed.

Event description:
The IV catheter lumen had a hole in it.